Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the device evaluation by olympus service operation repair center (sorc), it was confirmed that the endoscopic image was disturbed due to the corrosion of the contacts of the video connector socket. The video connector socket may have corroded due to repeated use for a long period of time, because the device has been around 7 years since the last repair. Olympus medical systems corp. (Omsc) checked the repair history and confirmed that the ap board, video connector socket, battery and foot rubber were replaced on (B)(6) 2015. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The endoscopic image was distorted due to corrosion of the contacts of the video connector socket. The battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was distorted and no endoscopic image was available, when the cord was inserted. There was no report of patient injury associated with the event.